Event description:
It was reported that the pt underwent a sling procedure and a pelvic floor repair procedure in 2007. The pt experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedure. No additional info is provided at this time.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The following are possible devices involved in the event: prolift pelvic floor repair. Tension free vaginal tape.

Manufacturer narrative:
Additional information: the following are possible devices involved in the event: prolift pelvic floor repair, product code pfrt01, batch 3040620, exp date 05/31/2010, mfg date 06/26/2007; tension free vaginal tape: product code: 810081l, batch 3037465, exp date 04/30/2008, mfg date 05/25/2007. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that following mesh implantation the patient experienced dyspareunia, bleeding, incontinence and mesh erosion. The patient underwent mesh revisions on (B)(6)/2008 and (B)(6)2009 and a removal procedure on (B)(6)2007.

Manufacturer narrative:
Dr. (B)(6). The following are possible devices involved in the event: prolift pelvic floor repair: product code pfrt01, batch 3040620, exp date 05/31/2010, mfg date 06/26/2007; tension free vaginal tape, product code 810081l, batch 3037465, exp date ni, mfg ni. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
Additional information: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with a laparoscopic supracervical hysterectomy and cystoscopy, due to sui, grade 2-3 rectocele and cystocele, dub, uterine prolapse, enterocele and vaginal defect. It was reported that the patient underwent a laparoscopic trachelectomy and cystoscopy on (B)(6) 2008, due to left talus fracture after previous talus dislocation and endometriosis. It was reported that the patient underwent a left inguinal lymph node dissection on (B)(6) 2008, due to left inguinal lymphadenopathy. It was reported that the patient underwent a robotic assisted laparoscopic burch procedure on (B)(6) 2009, due to sui s/p multiple transvaginal procedures. No additional information was provided.

Manufacturer narrative:
The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.